Event description:
The patient developed a wound/pocket infection after the pump replacement. The patient was treated with IV antibiotics, wound packing, and pump explant and ultimately replacement. The patient outcome was reported as "had open abdominal wound requiring packing that ultimatley closed."

Event description:
Additional information: it was originally reported that the patient underwent elective replacement of the pump because of battery life coming to an end. It was later reported that the patient had his pump removed due to (B)(6). The patient stated that he had pain and 5 incisions, a new catheter and scarring on his spine from (B)(6). The patient still has concerns regarding the event. The medication used in the pump was baclofen 2000 mcg/ml.

Event description:
The pump was explanted after an implant duration of less than one month. No reason for the explant was given.